Event description:
Customer reports strip expiration date as 08/31/007 while using the advantage system. (B)(4) record shows expiration date of 12/31/2004; expiration date confirmed by batch records. No adverse event reported. Strips were discarded by customer's wife; a replacement was sent.